Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had multiple power error detected on the insulin pump. Customer stated they have reverted to manual injections. Customer's blood glucose was 3.0 mmol/l. The customer has treated their blood glucose with food. The customer also reported they were unable to complete testing because the light was not on the insulin pump. Customer stated they were unable to resolve the errors with a battery change. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was returned for power error alarm. Detailed trace analysis confirmed that the alarm was triggered when backup battery unloaded voltage was less than 3.7 volts for consecutive 240 minutes. Analysis of micro timer in detailed trace confirmed that the root cause is the non-sleep anomaly software error. The insulin pump was received with minor scratched lcd window, cracked battery tube threads, scratched case and cracked case behind the battery compartment.